Manufacturer narrative:
The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report clip opened while establishing final arm angle (efaa) and a tear was noted on the polyester fabric. It was reported that a mitraclip procedure was performed to treat a functional mitral regurgitation with grade 4+. First clip was implanted with no reported issue. During the attempt to implant a second clip, the lock failed to hold. The clip opened about 60 degrees while establishing final arm angle (efaa). The lock was challenged three more times and failed all three times. The nt device was removed. Once removed from the steerable guide catheter, there was concern from the physician that part of the polyester fabric was torn. There was no adverse patient sequela reported. Another clip was implanted with no reported issue, reducing mr to grade <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The returned device analysis did not confirm the reported clip opening about 60 degrees while establishing final arm angle (efaa). However, the return device analysis confirmed the reported tear on the clip cover. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and return device analysis, a cause of the reported unintended movement (clip open ¿ efaa) associated with clip opening during efaa could not be determined. The cause of the reported tear on the clip cover cannot be determined. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
N/a.